Manufacturer narrative:
Insulin pump monitored for several days. Device received with all operating currents within spec and passed a21 error test and displacement test. No unexpected low battery alarm anomalies noted. No unexpected battery out limit alarm anomalies noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was turning off without any prior alert. The customer stated that the battery did not lasts more than week. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.